Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement on the right ventricular (rv) lead and device. The patient was brought into the clinic and no out of range measurements were seen upon evaluation, even with isometrics and pocket manipulation. Boston scientific technical services (ts) was consulted and suggested discussing possible sources of electromagnetic interference (emi). They will continue to monitor the patient. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that during an in office visit it was found the shock impedance measurement had been 0 ohms frequently over the past year. It was noted the patient has denied any form of electromagnetic interference (emi) exposure or chiropractic treatments. During in office testing 0 ohm impedance measurements along with high out of range shock impedance measurements of greater than 200 ohms were seen in different configurations. When programmed rv to can the impedance measurement was 89 ohms. When programmed rv to can and isometrics were performed the shock impedance measurement ranged from 89 to 102 ohms. Boston scientific technical services (ts) recommended repeat defibrillation threshold (dft) testing in that configuration. It is unknown if the dft testing has occurred. The implantable cardioverter defibrillator (ICD) and rv high voltage lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the cause of the high and low shock impedance measurements remained unknown, however a possible coil fracture was a possible suspected cause. The lead was reprogrammed to distal coil to can. The physician has opted to not perform dft testing at this time, but instead the patient will be monitored monthly. The ICD and rv lead remain in service and no adverse patient effects were reported.